Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date received by manufacturer should have been 07june2019 (new date) rather than 08june2019 (old date) on the initial report.